Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking, that the insulin gauge was inaccurate and that the pump time was incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.